Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker is exhibiting behavior consistent with a premature battery depletion (pbd). The physician reported that the battery longevity has dropped five years, in less than eighteen months. Engineering reviewed device data, and confirmed the device is depleting faster than expected. A technical service consultant recommended device replacement in the near future. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker is exhibiting behavior consistent with a premature battery depletion (pbd). The physician reported that the battery longevity has dropped five years, in less than eighteen months. Engineering reviewed device data, and confirmed the device is depleting faster than expected. A technical service consultant recommended device replacement in the near future. The device remains in service. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. No adverse patient effects were reported.